Event description:
A pharmacist reported with a description of implant was marked by the injector. Used the backup lens with no patient impact reported. Additional information has been requested and received the implant had been inspected before folding. The incident occurred during the injection in right eye. The injector was thought to be responsible for the scratch. Unspecified back-up implant with same diopter (26.0 d) was used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the patient event code of e2401 and imdrf health impact code of f24 was submitted. It should have been e2403 and f26. Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) received loose in plastic bag. Solution is dried on the iol. Both haptics were intact. The optic is scratched/marked-rejectable. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).